Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
On friday (B)(6) 2022, the customer reported that the architect i1000sr analyzer gave an error message in the z movement of the arm. The following spare parts (sample arm, dc solenoid board, indexer board, and dc controller board) were requested for the diagnosis and repair of the instrument. On-site inspection was performed on saturday (B)(6) 2022. The field service engineer found that the instrument had several motors without power at the same time. The change of dc controller boards, indexer, and processing center distribution was completed. Despite all these changes the z motor of the arm was still without power. After resetting several cables behind the card cage, the z arm had power and started up. At startup, a new error appeared on the movement of the sample syringe. The syringe is inspected, and nothing is observed, but when following the cable to the connector that goes to the fluidic distribution board, it is evident from the pictures provided that a short circuit had happened and charred the cable and the board. There was no impact to patient management or user safety reported.

Manufacturer narrative:
Service was dispatched due to the customer reporting an arm z movement error on the architect (B)(6). While troubleshooting the issue, service discovered multiple motors without power. Multiple boars were replaced in attempt to rectify the issue, yet the z motor power would still not come on. Several cables behind the card cage were reset and the issue appeared to be resolved and the z arm showed signs of power and was started up, however, new error appeared on the movement of the sample syringe motor. Further troubleshooting by service discovered that the syringe assay was leaking through the bd, fluidics distribution damaging (charring/burning) the cables causing the board to short circuit. Service replaced the bd, fluidics distribution and syringe assay and deemed both parts likely cause for the issue. Pictures depicting the damaged part were attached to the ticket. A review of the (B)(6) service history, revealed no contributing factors to the event and no additional issues of damage (charring/burn) part (s) on the (B)(6). A review of tracking and trending did not identify any related trends for the products for the issue. The device history records were reviewed, and no non-conformances or deviations were identified for the bd, fluidics distribution, syringe assay and the architect (B)(6) with regards to the current issue. The 2022 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The damage (charring/burn) observed was limited to the bd, fluidics distribution, due to the leaking syringe assay; the damage (charring/burn) did not spread to other parts of the module. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified.